Event description:
Report rec'd that the anti-siphon valve allowed flow during testing. In the biomedical engineering dept, a 1000cc sterile water IV container was hung on a standard IV pole. The cassette was intentionally left in the "open" position. The pump set was primed. Fluid was observed to drip from the end of the pump set. There was reportedly no pt incident that prompted the testing.